Event description:
It was reported that the patient has high impedance and the device was disabled as a result. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient had a lead replacement performed. The explanted lead has not been received to date. No additional relevant information has been received to date.

Event description:
The patient's scheduled revision was cancelled by the surgeon as he deemed the procedure to risky due to the amount of scar tissue the patient had surrounding the lead. Therefore, at this time no surgery has occurred to date.